Event description:
07-oct-2022: unknown incident date, estimated date provided. It has been reported that the user switch adapter over night and then the charger burns near port. However, it has also been reported that the original equipment was used. Clarification if the original or new adapter was used has been requested. No harm to the user and no contact with medical practitioner. The hearing aids was bought on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's ref# (B)(4). 06-oct-2022: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Investigation conclusion of trended case: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. The clinical investigation concluded: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. Risk will update to include warning/caution to the users. Awaiting follow up information, a final report will be submitted upon receival.

Manufacturer narrative:
Manufacturer's ref# (B)(4). 06-oct-2022: investigation results: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Investigation conclusion of trended case: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. The clinical investigation concluded: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. Risk will update to include warning/caution to the users. Awaiting follow up information, a final report will be submitted upon receival. 02-nov-2022: final reportability rationale: based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur. No further information expected. This is a final report.

Event description:
07-oct-2022: unknown incident date, estimated date provided. It has been reported that the user switch adapter over night and then the charger burns near port. However, it has also been reported that the original equitment was used. Clarification if the original or new adapter was used has been requested. No harm to the user and no contact with medical practitioner. The hearing aids was bought on 30-jul-2020. 02-nov-2022: unable to receive information if it was original or new adapter that was used. No further follow up information is expected.